Event description:
The ventilator on the pt failed for no apparent reason. The digital displays were blank, no numbers visible for rate, tidal volume etc. The monitor screen was still iluminated. Turned the power off then on again, the machine would not restart.